Event description:
Customer reported that a pt admitted for an elective CABG surgery procedure, was receiving an infusion of epinephrine running at 0.05 mcg/kg/min (on the anesthesia record at 1330 on (B)(6) the epinephrine drip was documented at a range of 0.03-0.05 mcg/kg/min). At 1605, the rn documented the epinephrine drip as running at 0.13 mcg/kg/min. The cts surgeon wants to know if the rate increase was a result of a user programming error or a device malfunction. The pt did not experience any adverse event. The epinephrine drip concentration was 4mg/250ml. The approximate time the epinephrine drip was started in the or was sometime between 1030 and 1200. Additionally, the pt's weight used to calculate appeared to have been 70kg, but this pt was actually 85 kg. The facility is unable to identify the pump and serial number that was used during the reported infusion event. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B)(4). The facility sent for evaluation, the data set and event logs. The investigation is ongoing. A follow up report will be submitted with any relevant info.